Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including atrial fibrillation, heart failure, hypertension, stroke, systemic embolism, vascular disease, diabetes mellitus, chronic kidney disease, and pulmonary disease. Some of the complications reported were pericardial effusion and serious injury/illness/impairment; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The article, ¿cardiac magnetic resonance imaging for left atrial appendage closure planning¿, was reviewed. The article presented a single center, retrospective study to assess the utility of cardiac magnetic resonance imaging (cmr) versus transesophageal echocardiography (tee) for left atrial appendage closure (laac) planning. Devices included in this study were watchman flx and amplatzer amulet. The article concluded that cmr is a promising alternative for laac planning in cases where tee or cardiac computed tomography angiography (ccta) are contraindicated or unavailable. [Mahmoud houmsse, division of cardiovascular medicine, department of internal medicine, the ohio state universitywexner medical center, columbus, ohio, USA, with corresponding email: mahmoud.houmsse@osumc.edu].